Manufacturer narrative:
Follow-up # 2 ¿ (06/13/2015). The patient¿s test strips have been returned on 4/29/2015 and evaluated by lifescan product analysis on 5/29/2015 with the following findings:the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have results above range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) , alleging an inaccurate low result of 107mg/dl obtained on the subject meter compared with 138mg/dl on a laboratory device, performed within 10 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - device evaluation:the lay user/patients meter has been returned on 4/30/2015 and further evaluated by lifescan product analysis on 5/12/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The strips have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.